Event description:
It was reported that the unspecified bd¿ extension set leaked and backed up medication into the secondary line during the infusion. The following information was provided by the initial reporter: "it was reported that the device was beeping for an unknown reason. When the nurse went to clamp everything, it was found that the medication was dripping and also was noted that after some time the medication was backing up in secondary line. There was patient involvement but no harm."

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ extension set leaked and backed up medication into the secondary line during the infusion. The following information was provided by the initial reporter: "it was reported that the device was beeping for an unknown reason. When the nurse went to clamp everything, it was found that the medication was dripping and also was noted that after some time the medication was backing up in secondary line. There was patient involvement but no harm."